Manufacturer narrative:
Block h6: imdrf impact code f14 captures the prolonged operating time for the patient under general anesthesia. Imdrf impact code f2301 captures the additional stent implanted to prevent bile leakage post-procedure. Imdrf device code a150201 captures the reportable event of a failed stent deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure on (B)(6) 2024. During the procedure, the stent could not be deployed. Another axios stent had to be used to complete the examination, resulting in a longer operating time for the patient under general anesthesia. No further information has been obtained regarding the procedure's indication; therefore, this was assessed for biliary, or gallbladder indication and timely intervention was required to place another stent due to the risk of bile leakage post-puncture into the bile duct or gallbladder. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks e1 (initial reporter tile, first name, last name, phone number, and email address) and e3 occupation have been updated based on the additional information received on may 13, 2024. Block h6: imdrf impact code f14 captures the prolonged operating time for the patient under general anesthesia. Imdrf impact code f2301 captures the additional stent implanted to prevent bile leakage post-procedure. Imdrf device code a150201 captures the reportable event of a failed stent deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure on (B)(6) 2024. During the procedure, the stent could not be deployed. Another axios stent had to be used to complete the examination, resulting in a longer operating time for the patient under general anesthesia. No further information has been obtained regarding the procedure's indication; therefore, this was assessed for biliary, or gallbladder indication and timely intervention was required to place another stent due to the risk of bile leakage post-puncture into the bile duct or gallbladder. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure on (B)(6) 2024. During the procedure, the stent could not be deployed. Another axios stent had to be used to complete the examination, resulting in a longer operating time for the patient under general anesthesia. No further information has been obtained regarding the procedure's indication; therefore, this was assessed for biliary, or gallbladder indication and timely intervention was required to place another stent due to the risk of bile leakage post-puncture into the bile duct or gallbladder. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks e1 (initial reporter tile, first name, last name, phone number, and email address) and e3 occupation have been updated based on the additional information received on may 13, 2024. Block h6: imdrf impact code f14 captures the prolonged operating time for the patient under general anesthesia. Imdrf impact code f2301 captures the additional stent implanted to prevent bile leakage post-procedure. Imdrf device code a150201 captures the reportable event of a failed stent deployment. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination found the stent was partially deployed on the delivery system, and the control hub was detached. No other damages were noted to the device. Product analysis confirmed the reported event of stent failure to deploy, as the stent was returned partially deployed on the delivery system. In addition, the control hub was returned detached and separated from the sheath. Procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (including the force applied) most likely contributed to the damages encountered in the device. These damages could have prevented the full deployment of the stent during the procedure. A product labeling review confirmed that the device was used according to the instructions for use (IFU) and product label. Stent partial deployment is noted in the IFU as a potential complication associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.